Event description:
A pt using an h300 portable liquid oxygen device was out shopping; the pt claims that the device ran out of oxygen faster than expected; the pt became dizzy and short of breath; the store employees became concerned and called for an ambulance. Emergency personnel delivered supplemental oxygen to the pt until her symptoms subsided, after receiving treatment, the pt drove herself home.

Manufacturer narrative:
The device involved has been received and is undergoing evaluation. Product labeling warns: "read pt operating instructions." Pt operating instructions warn: "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not intended for use by pts who would suffer immediate, permanent, or serious health consequences as a result of an interruption in the oxygen supply."